Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Incident description in initial report should read: on (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio sync meter was reading inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015¿ time unknown when the patient reported obtaining an inaccurate high blood glucose results of ¿110mg/dl¿ on the subject meter compared to ¿70mg/dl¿ on a onetouch ultra 2 meter, the results were obtained less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. On an unspecified date and time prior to obtaining these results the patient reported he developed the symptoms of ¿shaking, headache and dizziness¿. It is unknown how the patient manages his diabetes and if he made any changes to his usual diabetes management routine as result of the alleged issue. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, their testing steps were correct and the blood glucose results were taken from an approved sample site. Cca also noted that the test strip vial was intact, the patients test strips were correctly stored and within their expiry date. Replacement products were sent to the patient. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms. In addition the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was also completed for this product and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.